Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element microscopic examination revealed peeling /bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas (photo 10). All pins were visually inspected to be straight visual inspection of the returned catheter revealed four kinks along the shaft, the kinks were observed at approx. 16.8 cm, 22.5 cm, 55.4 cm from the distal tip of the device. Product analysis #: (B)(4): one still image was provided for evaluation. The image is of a closurefast catheter. The lot number on the label cannot be seen and the image is unclear. The heating coil appears to have bubbling but no foreign material can be seen on the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure for treating venous insufficiency in the great saphenous vein using a closurefast catheter, something was found coated on the heating element after opening the package, there was no evidence that the device had been used previously. The box was sealed and the sterile packaging was intact. The issue was resolved by replacing the catheter with another cf6-8-60. When the device was returned for evaluation, it was noted that the coil was exposed.